Manufacturer narrative:
The reported event of unnecessary shock or stimulation was confirmed. The device was received at normal voltage level, with normal output and telemetry communication. Software investigation and test results indicated episodes of unnecessary therapy delivery due to vfta triggering occurred. This behavior is a known characteristic of the current algorithm implementation and does not indicate a device malfunction. The reported event of inappropriate shocks was confirmed. Based on the information provided, it was determined that the algorithm used was triggered due to prolonged under-sensing in the far-field channel. The device is performing per specifications. No other anomalies were found.

Event description:
Additional information received indicated that the implantable cardioverter defibrillator (ICD) was explanted and replaced on an unknown date.

Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient was inappropriately shocked by their implantable cardioverter defibrillator (ICD). No intervention was performed. The patient's condition was unknown.